Event description:
A balloon ruptured on the first inflation during a superficial femoral angioplasty at an unknown pressure. A pressure gauge was not used. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was received, evaluated and retained by this MFR. The engineering eval noted clamp like marks on the catheter shaft. Microscopic exam revealed a pin-hole leak located in the proximal bond area. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent contact with a sharp external source, scratches on the balloon surface. Co's follow up also indicated this device was inflated without the benefit of a pressure gauge. Co believes the above factors contributed to this event and do not attribute it to the device. Co's directions for use state: "it is essential that an inflation device with a pressure gauge be used to monitor pressure within the balloon to determine that adequate dilating force is applied while not exceeding the maximum limits of the product. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully.